Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. As the lens was being inserted into the patient's eye, the lens started to twist and the haptic tore. The lens was inserted and removed with no patient injury. Backup lens, same model and size lens was implanted without any incident. Reporter stated cause of this incident, lens was loaded wrong, user error.

Manufacturer narrative:
(B)(4). Evaluation code: results (other) - a visual inspection of the returned product found the optic and one plate haptic is torn. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. #424611.